Event description:
Olympus medical systems corp (omsc) was informed that the subject device was involved in pt infecton with klebsiella pneumoniae. There is no further info available.

Manufacturer narrative:
This device referenced in this report has not been returned to omsc for eval. The device history record of the subject device was reviewed, and there was no irregularity related to the reported event. The exact cause of the reported event could not be conclusively determined at this time. If add'l info is rec'd at a later time, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to correct section b4 based on further review of complaint record. Olympus was initially informed on (B)(6) 2009 that patients had been infected. The number of patients was unknown.